Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by a diabetes therapy consultant that last summer the customer had an injection of glucagon due to a low blood glucose reading. The customer's blood glucose reading was unknown. The customer declined a follow-up for further information. No more details could be obtained.